Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter from an emergency out-patient facility contacted lifescan (lfs) (B)(4) alleging that the facility's onetouch veriovue meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2016 at 18:46 a patient had his/her blood glucose tested on the subject meter, giving a result of "147mg/dl", which the reporter felt was inaccurately high in comparison to a result of "20mg/dl" obtained on a lab device, with the test being performed within 10 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The reporter did not specify what medications the patient takes to manage his/her diabetes. The reporter detailed that prior to the alleged inaccuracy, the patient had presented at the emergency room with symptoms of "eating disorder, disturbance of consciousness and heavy hypoglycemia" and that the patient received treatment with "50% glucose intravenous injection". During troubleshooting the cca noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. Although the patient reported symptoms suggestive of a serious injury, the patient had become symptomatic prior to the meter issue occurring. The patient had not been using the lfs meter prior to developing symptoms therefore it could not have caused or contributed to the adverse event. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.